Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read high; however, a bg value was not provided. Customer delivered a bolus to address elevated blood glucose level. Customer declined further troubleshooting with tandem technical support.